Event description:
It was reported that the right atrial (ra) lead exhibited under sensed sinus beat that causes loss of atrioventricular synchrony. Boston scientific technical services (ts) discussed to consider bringing patient to clinic for due diligence lead testing and reprogramming or ra sensitivity. This lead remains in service. No adverse patient effects were reported.